Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not sure if the device was malfunctioning or if they pushed a wrong series of buttons. The patient was able to sync w/ the ins. The patient said they used to have 4 programs but now they are not able to change programs.